Manufacturer narrative:
The large suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument's one grip close cable was broken at the distal idlers. The cable segment was sticking out at the wrist of the instrument and measured approximately .541. The other cables were not damaged at the instrument's wrist. Failure analysis investigation also found instrument's housing was broken, the two pins on the housing next to the snaps were completely broken off. Failure analysis concluded that the broken pins may have been due to mishandling. In addition, the instrument's flush tube was dislodged, was not seated correctly in luer plate. Failure analysis concluded that dislodged tube may have been due to improper cleaning. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, a broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur. ,,

Event description:
It was reported that during a da vinci partial nephrectomy procedure, the large suturecut needle driver instrument broke and the wire was exposed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.